Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the deice was viewed under magnification. The eyeball seal inside the sleeve appeared frayed. The sleeve was then pressure tested and showed signs of leaking when the obturator was inserted into the device, but not when tested alone. The device history record was reviewed and no discrepancies were noted.

Event description:
It was reported that the seal inside the sheath appeared frayed when the trocar was removed. The device was used anyhow. This report is being filed for the findings upon investigation. Additional information was requested, but no additional information was provided. A supplemental report will be sent if additional information is received.